Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is blank. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was counting up to number seven after inserting battery and stuck in full black segment display due to faulty connector on interface board. Unable to perform functional check including rewind basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to stuck in full screen. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.